Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm mitral annuloplasty ring, it was explanted and replaced with a 25mm mitral bioprosthetic valve. The reason for the replacement was reported as continued severe regurgitation post implant. It was reported there was no issue with the device, rather the patients pathology contributed to the need for aortic valve replacement (avr). No additional adverse patient effects were reported.